Event description:
Customer reported the system would intermittently display a black image and would go into cine mode during standard fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the bright and contrast, found system set in acquire cine instead of standard hlf. Reloaded software as precautionary measure. System operates as intended.